Manufacturer narrative:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. During an egd case, the user found the endoscope suction button had become stuck. The endoscope was sent to the cleaning room, in order to dislodge the suction button. While in the cleaning room, the double header channel and control head combo brush was passed through the suction port to check for clogs. The endoscope was then returned to the procedure room. Later in the case, while passing a forceps device, the physician detected a cleaning brush head in the patient's stomach. The brush head was removed with a snare. The case was completed with no further intervention. The brush head was discarded and the lot number was unknown. The report indicates the double header channel and control head combo brush was not used within a reprocessing work flow and was not used in accordance with the product instructions for use. The instructions for use require the use of a cleaning media when passing the brush through the channels and valve openings. Additional information found in the instructions for use includes: original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. Never transfer a used cleaning brush from one endoscope to another endoscope, since cross-contamination could occur and result in patient complications. Disposable cleaning brushes are designed to safely remove debris, some of which can be retained in the bristle structure. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. This report will be updated if further information becomes available.

Event description:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. During an egd case, the user found the endoscope suction button had become stuck. The endoscope was sent to the cleaning room, in order to dislodge the suction button. While in the cleaning room, the double header channel and control head combo brush was passed through the suction port to check for clogs. The endoscope was then returned to the procedure room. Later in the case, while passing a forceps device, the physician detected a cleaning brush head in the patient's stomach. The brush head was removed with a snare. The case was completed with no further intervention. The brush head was discarded and the lot number was unknown.